Event description:
The hosp reported that bleeding occurred in the pt two weeks after surgery. The pt had been brought in for emergency surgery to stop the bleeding. The bleeding was at the anastomosis site. The pt is alive. Device was not returned for evaluation. Lemaitre representative spoke with the physician after the incident. The physician noted that he may have had some issues with spacing of the clips and how to deal with the bleeding when the anastomosis was first openned. Lemaitre rep suggested to the physician to attend training sessions that are offered by lemaitre vascular, inc. Physician agreed to attend.